Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during vns replacement surgery a hex screwdriver was used to loosen the setscrew of the generator; however, the screwdriver got stuck in the setscrew plug and dislodged the plug. Attempts were made to reposition the plug, the provider elected to use a backup generator; surgery was successfully completed with no further issues. Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and were sterilized prior to distribution. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.

Event description:
Additional information received. Product analysis was completed and reviewed. Header septum cavity and connector threads showed no damage and meets specifications, septum and setscrew were unavailable for evaluation, the device performed per functional requirements with no anomalies. No other relevant information has been received to date.

Manufacturer narrative:
H3: code 02 utilized as product analysis of suspect product in under way.

Event description:
Additional information received. Device received into product analysis; however, product analysis has not been completed to date. No other relevant information has been received to date.